Event description:
It was reported that the procedure was to treat a coronary graft to obtuse marginal vessel. The sion blue guide wire was advanced without issue. The 2.0 x 12 mm mini trek balloon catheter was then advanced to the lesion and inflated one time, to 14 atmospheres (atm). The mini trek was removed and resistance was noted with the guide wire due to stickiness. The guide wire was wiped down and the 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion. The stent was deployed at an unknown pressure. During removal of the sds, resistance was again noted with the guide wire. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed. With the provided information, we could not identify the cause and circumstance of the reported event. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. The mini trek balloon catheter and xience xpedition stent delivery system referenced are being filed under separate medwatch reports. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.